Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report and determined that the drive wire separated from the handle. The device was returned with a yellow/clear liquid inside of the tubing. White marks were present on the purple shrink tube. The handle was manipulated with no response from the basket. The device was disassembled and it was noted that the drive wire had separated from the handle. There was nesting of the wire inside of the purple hub. No other anomalies were detected with the device. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The wire was slightly discolored near the purple hub, presumably from the liquid substance inside the tubing. The basket was fully formed and intact. Solder was present on the handle cannula at the joint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. The instructions for use indicate: "advance device through channel, in short increments, until basket sheath exits endoscope." The instructions for use state: "caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic sphincterotomy (est), the physician used a cook memory ii double lumen extraction basket. After confirming the operation prior to the insertion of the device into the forceps channel, the device was inserted into the bile ducts from the forceps channel as to collect microlith [stone]. Then, the physician attempted to deploy the basket [open the basket], but he felt strong resistance at the handle and could not deploy it. Therefore, the complaint device was exchanged with another manufacturer¿ device to collect stones. There was no reportable information at this time. The device was evaluated on 18-sep-2019 and it was determined the drive wire broke. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.